Event description:
Express 2 4.0 x 8 mm stent dislodged within right coronary artery during attempted placement. The stent was located within the first stent and a balloon catheter was used to place the stent against the rca wall at high pressure. Subsequently, a third stent was placed proximally and overlapping the above stents. All were post dilated. No adverse outcome noted and pt asymptomatic after procedure completed.